Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2006. It was reported that when the pt attempts to stimulate, the amplitude does not get past the perception level and auto-reduces. He is not feeling stimulation. An attempt to gather additional info was unsuccessful. No further info is available at this time.